Manufacturer narrative:
Icy catheter(s/n (B)(4)) was returned to zoll (B)(4) on 03/02/2016 for evaluation. A visual inspection of the returned catheter found no discrepancies or issue. The returned catheter was connected to a pressurized inflation device. Capping the "out" luer, the catheter was pressurized up to 100 psi. No leaks were observed. No other issues were noticed. All balloons deflated successfully without any issues following the functional testing. The returned icy catheter was installed on a peristaltic pump for testing. Subsequent testing found no leaks or issues. The unit was connected to an ivtm system. The system ran on max cooling and max warming for approximately 30 minutes each run; no leaks observed. No additional issues were found. It should be noted that during manufacturing, all icy catheters are 100% inspected for leaks (pressure testing per mpi02-032). Only passing units are accepted and moved to the next process. The root cause for the reported user experience could not be confirmed; no leaks with suk or catheter were observed. A probable cause for the customer complaint was user error, due to a luer misconnection, resulting in saline fluid into the patient. As a remediation, re-training was performed for the customer in february of 2016.

Manufacturer narrative:
The zoll catheter in complaint was returned to zoll on 03/01/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Zoll personnel completed, on 02/19/2016, a follow-up training with the customer on the uses of the ivtm system. The patient experienced infusion of 750ml of sterile saline from the system into vasculature due to a leak in the system. The customer did not report any injury related to the infusion of saline. The patient died due to his clinical condition of encephalitis. Intravascular administration of ~1l of cold saline is a common practice in the patient's treatment and in agreement with a customer, was not a cause of the patient's death or any other serious injury.

Event description:
It was reported that during therapeutic treatment with the ivtm thermogard system a leak was observed. The treatment was on a male patient, (B)(6), weighing (B)(6) who was hospitalized to be treated for normothermia. The patient's temperature prior to ivtm therapy was 42.1 degrees celsius. There were no adjunct temperature management or relative procedures performed on the patient. The icy catheter was inserted by an experienced physician into the left femoral vein. The insertion was difficult, however it was made in one attempt. The dwell time the catheter was kept in the patient for 15 minutes. It was observed, after 2 minutes, that the saline bag was empty. No leaks were observed on the patient or on the bed. It was assumed that 750ml of saline solution went into the patient. It was reported that an air trap alarm sounded, bubbles were seen in the system, and the catheter was replaced; however the treatment was discontinued. It was reported that the patient expired as a result of his encephalitis. Reference: MFR 3010617000-2016-00167.